Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent dilatation and curettage, suction and sharp on (B)(6) 2008 & (B)(6) 2007.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 and (B)(6) 2010 due to uterine prolapse, stress urinary incontinence hypermobility, pelvic pain, ovarian cyst, and pelvic adhesive disease. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced hesitancy and decreased stream secondary to mesh sling and underwent mesh revision/repair of vaginal sling on (B)(6) 2011 underwent removal of sling due to vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, mccall culdoplasty, and cystoscopy due to menorrhagia, first degree uterine prolapse, and urethral hypermobility. It was reported that patient underwent laparoscopic evacuation of hemoperitoneum and oversewing of right-sided pelvic vessel due to postoperative hemorrhage on (B)(6) 2010. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)